Event description:
It was reported that following the lens care solution being directly administered to his eyes, the pt experienced pain and his eye "almost bleeds". The pt is currently being treated with an unspecified medication(s) at unspecified doses. The medications have not been discontinued. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The lot number is unk. Therefore, a manufacturing a review cannot be performed. Internal control number: (B)(4).